Event description:
It was reported that venflon I 22ga 0.8 mm x 25mm catheter tip was damaged. The following information was provided by the initial reporter: the concerns were raised regarding pain during insertion, lack of smoothness during venipuncture, tip damage & material quality of the cannula.

Manufacturer narrative:
H6: investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I from lot # 1119640 regarding item #391591 with the reported issue of ¿pain during insertion, lack of smoothness during venipuncture, tip damage & material quality of the cannula¿. A review of the device history record was completed for material number 391591 and lot number 1119640 to check for any quality notifications and no quality notifications were recorded on this lot. No samples returned, however, photographs have been received from the customer and were used for investigation of the reported defect. The investigating team also used the retention samples of material code 391591 and lot number 1119640 for investigating the reported defect. This complaint is related to penetration issue which may occur due to blunt cannula or catheter tip damage. Line associates and quality associates are performing ipqc to capture this defect from the line. Team is doing testing after every set up on cannula assembly station. The defect could not be confirmed as there is no original sample and none of the retention samples could simulate the defect. Yet since this can occur and may get generated due to setting issue of the station. As an action plan an awareness training will be provided to the operators on this occurrence and sensitize the team to be more vigilant and alert in capturing and preventing this defect from escaping the checks. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon I 22ga 0.8 mm x 25mm catheter tip was damaged. The following information was provided by the initial reporter: the concerns were raised regarding pain during insertion, lack of smoothness during venipuncture, tip damage & material quality of the cannula.